Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Asku

Event description:
Review of manufacturer's database revealed the patient died less than one year after device implant. The cause of death has been requested and not received.